Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 07/23/2015 with the following findings: evidence of moisture ingress was found on the inside of the battery compartment: the reported moisture ingress issue was confirmed. The battery compartment was observed to be cracked in the thread area. The pump case was observed to be cracked between the display and case seal. The pump failed a leak test due to the battery compartment and pump case damage; this device failure caused the moisture ingress issue. The pump case was removed, and no further evidence of internal damage or defect was found. Also, the threads of the returned battery cap were found to be stripped; the returned battery cap was unable to secure to the suspect pump case per the instructions for use (IFU). A test battery cap, which was able to secure to the suspect pump case per the IFU, was used during the analysis. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.